Event description:
It was reported that during a gastric bypass reversion, the electrode fell off into the patient and had to be retrieved. There was no reported patient impact. A new device was used to complete the procedure. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and not returned.the ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw.visual inspection under magnification was performed and evidence of active road was noted.because of the missing electrode we were unable to test the full functionality of the instrument.it is possible that a replace instrument was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.